Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited a low unipolar impedance of 211 ohms; the impedance had been decreasing since 2006. Lead programming was switched to bipolar, where impedance was 258 ohms.